Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's and verified the reported issue of the three illuminated symbols on the readiness display, and additionally observed that the device was unable to power on by opening the lid or by pressing the on/off button. Stryker further evaluated the device at the product assessment center (pac) and verified the reported issues. The device logs were downloaded and evaluated. Device logs show a history of the hlc being in a completely depleted state. The root cause of the reported issue is was determined to be due to a faulty flex charge pak. The customer received a replacement device.